Event description:
Occurred mid procedure while the probe was inside the airways. The bronch tech heard a hissing sound. Discussed with physician to stop and pull the probe out from the patient's airway. The probe 'popped' on the physician's hand. Discontinued using the machine and saved the probe (erbe [redacted] lot w0463312).